Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and error did not appear again, and customer was advised to wait 20 minutes before starting new sensor session, which customer acknowledged.